Event description:
The pt called and reported to hypoglycemic event occurring in (B) (6) 2009. The pt stated she disconnected to prime, then reconnected and went to sleep. She stated that sometime overnight her husband was unable to wake her, and the paramedics were called. She believes they treated her with sugar through an IV. The paramedics recommended that she go to the hospital, but she refused.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt is unable to locate the pump at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.